Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" - consumer failed to perform that instruction. The customer and their attorney made contact regarding this claim. There was no report of property damage with this incident.

Event description:
On 18-mar-2024, this report was received regarding a male consumer (age not provided) in regard to a calming heat weighted heating pad and massage pad xxl 27 setting. On an unspecified date after using the product, the consumer experienced a burn with five or six blisters on the stomach. The plug was noted to have turned black. No additional information was provided.